Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a rewind anomaly and several no delivery alarms. The customer's blood glucose level was unknown. During troubleshooting, the customer found that the basal rates and bolus wizard were programmed accurately. The customer declined to perform the high pressure test. The customer was advised to change their entire set, reservoir, and insulin and treat per their health care provider's instructions. The customer was advised to call back if problems persisted. The customer disconnected the call, nothing was replaced or returned.